Manufacturer narrative:
Additional information. The aware date for this event is 21-may-2019. A second follow up report for MFR 3012307300-2019-01928 failed submission. The following error message was received: "error: duplicate report is found for this supplement report." The following MFR number was therefore used to submit this report which contains the evaluation results. Evaluation results: one cadd legacy plus pump (6500) was returned for investigation in good condition. The device was allegedly over infusing. The customer's reported product problem regarding the failed accuracy was unable to be confirmed.  The delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%.

Event description:
Information was received indicating that this cadd legacy plus pump was over infusing. No adverse effects reported.